Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, it was suspected a clot entrained into pump during the patient's ablation procedure. The patient was receiving ventricular tachycardia ablation when the pump went into continuous suction. After assessing the pump, it was suspected that the pump entrained a clot, and the left ventricle waveform and motor current were flat, and flows decreased to 0.5 liters per minute. Despite not having adequate flow, fluorodcopic imaging showed that the pump was in the proper position as well as echocardiography imaging. It was decided that the md would insert a new impella pump. Patient had to receive an increase in pressors during this time as well. The patient was successfully placed on a new impella cp device.

Manufacturer narrative:
The investigation has been completed for the reported issue of low pump flow. The device was not received for evaluation. The root cause of the low pump flow was unable to be determined as no product or logs were returned for analysis. This report is being filed as part of a retrospective review of historical records.